Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event were reported. The patient stated they missed a low alert on the dexcom receiver which resulted in a car accident. The patient stated emergency medical technician's (emts) were called and treated them on site. Treatment provided was unknown. At the time of contact, the patient was in stable condition. No additional patient or event information is available.